Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent valid altitude alarms occurred while flying. The customer's blood glucose level was approximately 300 mg/dl. The customer delivered a correction via the pump. Reportedly, the customer was able to clear the alarms and resume insulin delivery.